Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. As the date of onset of this peritonitis episode is unknown the sample was not requested. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error-poor aseptic technique.

Event description:
This is a report of peritonitis with a minicap, reported by a healthcare professional to baxter. The patient was admitted to the outpatient department of the hospital on (B)(6) 2011. The physician was informed about the extraneal recall shortly before. Due to the patient's poor quality of vision, the physician was not sure if the patient could visibly detect any leaks in the bag. Therefore, a causal relationship to any potential leaks in bag and the peritonitis could not be excluded. The dialysis technique applied by this patient is the manual change technique. The patient was known for several earlier episodes of peritonitis (dates and products used not specified, and not reported to baxter before), which were caused by breaks in aseptic technique. The patient was reported to sometimes apply a noncompliant technique: the patient sometimes is screwing apart the minicap set and rinsing it with tap water. Follow-up information received on (B)(6) 2011 confirmed this to be bacterial peritonitis which was treated with antibiotics. The caused was most likely due to an unsterile technique. This is one of several reports received by this reporter.